Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was alleged that the user experienced a blood glucose (bg) excursion. There was no indication that the alleged bg excursion met animas¿ criteria for a serious injury, and therefore it is not reportable as an adverse event. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and was delivering accurately and within the required range. The daily insulin delivery totals correctly reflected the user's programmed basal rates.